Event description:
It was reported by the representative that they were not able to retract the set screw far enough to allow lead to pass through into the header block. The set screw on the stimulator would not back out far enough to allow lead into header block. The stimulator was going to be return for representative. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the representative reports he assume device related because the lead would not slide past the set screw. They switched to different stimulator and case completed with no incidence.

Manufacturer narrative:
(B)(4). Analysis of stimulator with serial number (B)(4) reveals the setscrew was backed out too far. (B)(4).

Event description:
It was later reported that the set screw was defective and another stimulator.